Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 25 mm masters series mechanical valve was implanted on (B)(6) 2016. On (B)(6) 2016, the valve was explanted due to valve thrombosis. A second 25 mm masters series valve was implanted. The physician considers that the event is patient-related and not valve-related. The patient is recovering well.